Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the burr hole cover screws would not screw into the skull. There were no external factors that contributed to the event. A screw from a different manufacturer were used instead and the issue was resolved. The screw was never implanted. No patient symptoms/complications were reported.